Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis. The customer states they have been hospitalized three times in the last year. The customer states they believe it is an issue with the infusion set. The customer states they are at work and cannot provide further information. The customer will call back to continue briefing.